Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. (B)(4). These unique instruments have been designed to evacuate blood from the surgical site to provide optimal visibility in the most challenging areas of the sinuses, such as the sphenoid sinus and frontal recess. These instruments work particularly well in trans-sphenoidal procedures. It is the responsibility of the surgical team to select the appropriate instrument for each case check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments. Do not bend, pry, or use excessive force, breakage or failure of the instrument could occur resulting in possible harm to the patient or user. Inspect components for any damage before and after each use. If damage is observed do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use.

Manufacturer narrative:
No injury to patient. The original procedure was functional endoscopic sinus surgery, (fess), "during the procedure, fluoroscopy was called to locate the tip, then surgeons spent an extra hour trying to dislodge tip of instrument and were finally able to remove it."

Event description:
It was reported that during a scheduled surgery, "the tip broke off in the patient". No other information has been received.